Event description:
On june 30, 2023, fujifilm healthcare americas corporation was informed of an event involving ec-600wl. The exact date of the event is unknown. This report addresses the fourth of four events that occurred at the user facility. It was reported that during a procedure the patient experienced a minor abrasion in the cecum while using the water jet function on the scope. The procedure was completed successfully without required intervention. There is no death associated with the event.